Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the menu button on the infusion device responds intermittently. The infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.